Event description:
Dealer called stating that the legrest for the 9sl manual wheelchair allegedly will not lock into place. Replacement leg rests being sent. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9sl, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1056953 rev p (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer resides in an assisted living community. The consume's medical condition, stability and medication regimen are unknown. The consume's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.